Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in device and difficulty breathing. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in device and difficulty breathing. Medical intervention was not specified. After further review, this report will now be filed as a product problem. Based on the information available, there is insufficient evidence to pronounce a serious injury. Corrections have been made as follows: section b. Adverse event/product problem changed to "product problem", outcomes attributed to ae changed to none, and section h. Type of reported complaint changed to "product problem."